Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 13-oct-2025 investigation summary: bd received samples for investigation. As the samples contained blood, they were immediately considered biohazard and disposed of per procedure. Factors that may contribute to erroneous results-potassium were evaluated through a clinical study. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-potassium, because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results-potassium. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 5 of 10: it was reported while using bd vacutainer® sst¿, erroneous k+ results occurred. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Patient 5 of 10: it was reported while using bd vacutainer® sst¿, erroneous k+ results occurred. There was no health impact or consequences reported.